Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and dislodged cannula. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER). No information was given on vitals or treatment. The cannula was reported to have been dislodged from the pod site. The pod was discarded and the patient was discharged after 2 days.